Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
Additional information received on 2/7/2023 indicates the following: beginning (B)(6) 2017 through (B)(6) 2021 the patient has experienced hematuria, postcoital urinary tract infections¿s x 5. Abdominal pain, urinary retention, continued pelvic discomfort, intermittent dysuria, urinary frequency/urgency.

Manufacturer narrative:
Correction: type of investigation term, investigation conclusion term.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced dyspareunia, obturator neuralgia, pudendal neuralgia, severe pain, urinary problems, incontinence, rectal bleeding, physical deformity, loss of ability to perform sexually and difficulty with daily activities. It was reported that the patient underwent two removal surgeries.